Manufacturer narrative:
Submit date: 05/25/17. An investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reports that the patient arrived at (B)(6) hospital with this PICC in place. On (B)(6) 2016 the catheter was found to be leaking and was removed. It was not noted exactly where the catheter was leaking. The PICC was not replaced with another. No harm or injury to the patient.

Manufacturer narrative:
The product related to this complaint is product code (B)(4), product description: 1.9f argyle sgl lumen PICC and product lot number: unknown. As no lot number was identified, a manufacturing device history record (DHR) review or product/process changes review for the involved lot number could not be performed. However, all dhrs are reviewed for accuracy prior to product release. A sample consisted of one PICC catheter which came inside a generic plastic bag. The sample contained signs of use; blood residues. Based on the available information, it can be concluded that product was manufactured according to specifications and the device functioned as intended for an undetermined time; therefore the most probable root cause can be considered as customer perception of an issue. A corrective or preventive action is not deemed necessary at this time. It must be noted that in-process controls such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.